Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The shaft on the hub of the delivery catheter was spiral slit. The catheter shaft was torn. The shaft of the delivery catheter was spiral slit. The peeling/slitting/splitting was not slit on the center of hub of the delivery catheter. The hub of the catheter was damaged. Visual analysis of the delivery catheter indicated damage during use. The analyst noted the full lead was returned without the dilator. Slitting was stopped and restarted at 0.2 cm on the hub of the delivery catheter. Slitting did not start on the centerline on the hub of the delivery catheter. The shaft of the delivery catheter had blade chatter marks on the shaft. The shaft of the delivery catheter was torn in multiple locations along the length of the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while slitting the delivery catheter, the physician felt that the slitter was not sharp or the catheter was inhibited. The slitter became stuck in the catheter and the physician felt the lead get kinked as the catheter did not slit evenly. It was described as a skipping sensation during slitting. The lead was removed and a different lead was used to complete the implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 8781 catheter implanted (B)(6) 2017; 8780 catheter implanted (B)(6) 2017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.